Manufacturer narrative:
Follow up information received on 12-nov-2015: follow-up attempts were done with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer of unspecified via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. She reported since essure insertion she had erratic heavy bleeding; severe abdomen pain; skin rash; leg pain; back pain and etc. On an unspecified date, she had an ultrasound done which found a tumor which was more than likely the cause for some of the bleeding. However, all the other symptoms which were not tumor symptoms went away when the essure coils were removed with her fallopian tubes on (B)(6) 2015. Her gynecologist concluded the other effects were from the essure procedure. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdomen pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, the consumer experienced this event since essure insertion. Essure coils were removed with her fallopian tubes. No alternative explanation was provided. Considering the event's nature and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, other serious event (tumor, unrelated) and non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.